Event description:
During product evaluation by a baxter service technician, an automix compounder was found to have a damaged belden cable. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k955622. The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the belden cable. No further testing has been completed at this time and no repairs have been performed due to device being put on hold. If any additional information is received, a follow up MDR will be sent.